Event description:
Olympus medical sys corp (omsc) was informed that during crushing calculus in the bile duct, the connection part of the basket wire and pipe broke during the doctor was rotating the knob. The doctor cut the insertion portion and withdrew the endoscope from the pt since the calculus could not come free from the basket. He crushed calculus by using bml-110a-1. After that, he removed crushed calculus with balloon and inserted a stent into the pt. There was no report of the pt injury regarding this event.

Manufacturer narrative:
The subject device was discarded by the user facility. The exact cause of the user's experience could not be conclusively determined. A supplemental report will be submitted, if add'l and significant info becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution.